Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The failed flow rate test was verified. Evaluation sent the device for flow testing and the device ran at 50ml/hr with a volume to be infused (vtbi) of 12.5 with failing results of (11.081ml / -11.352%) and 100ml/hr with a vtbi of 25 with passing results of (25.179ml / 0.716%). The cause was determined to be the pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test. There was no known patient injury or medical intervention associated with this event. No additional information is available.